Event description:
Allegedly, patient was revised due to aseptic loosening tibia; instability , malalignment and pain. Revision njr number: 4394823. Side: l. Primary asa: p2 - mild disease not incapacitating.